Manufacturer narrative:
H10: the actual sample was received for evaluation. Visual inspection was performed, and it was noted that the male adapter was stuck as it was glued with excess solvent. The reported condition was verified. The cause of the condition was due to excess solvent being applied during manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the male adapter of plexitron extension set was "stuck" and would not twist to make a connection. This was identified during setup prior to patient use. There was no patient involvement. No additional information is available.